Event description:
Augmentation severial yrs ago. In 2002, exploration right breast with capsulectomy, repair pectoralis major muscle, lateral int mastopexy and replacement of silicone textured implants. In 2003 pt. Underwent bilateral capsulectomy and implant removed (350cc). Pt augmentated with 450cc silicone implants (per pt's request desires to be larger). Prev. Implants were removed intact. No apparent problems.